Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # uh1-43-26, lot # mlkvaj, description: uhr bipolar 26 x 43 mm; cat # 6260-9-126, lot # 40610005, description: 26 mm std lfit v40 head; cat # 6495-6-040, lot # eafjk, description: gmrs extension piece 40 mm; cat # 6495-6-050, lot # s9hnx, description: gmrs extension piece 50 mm; cat # 6485-3-015, lot # 98611b, description: mrs 15 mm x 127 mm femoral stem. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. Not returned to manufacturer.

Event description:
It was reported that patient was inserted a gmrs proximal distal femur with uh1 head with a cemented stem was placed in as a temporary spacer without cement as she was infected. She is scheduled for surgery (B)(6). If she is clear of infection, a new gmrs distal femur with uh1 head of the same size will be inserted with cement. It was reported that the entire component was removed and replaced on (B)(6) 2013. The new implants were cemented in.

Manufacturer narrative:
The event was not confirmed. The provided medical information was reviewed by a consulting clinician who concluded that there is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for the revision for infection. DHR review determined that the lot was manufactured and packed to specification. A review of the sterilization records verified the sterility of the reported product lot. Chr review confirmed that there have been no similar events for the lot or sterile lot. The investigation concluded that there is no evidence to suggest that the reported event is manufacturing related. It is noted that when the double barrier packaging is opened, the sterility of any device becomes a function of handling and surgical technique and is beyond stryker's control.

Event description:
It was reported that patient was inserted a gmrs proximal distal femur with uh1 head with a cemented stem was placed in as a temporary spacer without cement as she was infected. She is scheduled for surgery (B)(6). If she is clear of infection, a new gmrs distal femur with uh1 head of the same size will be inserted with cement. It was reported that the entire component was removed and replaced on (B)(6) 2013. The new implants were cemented in.